Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced. No further information was available.

Event description:
New information on (B)(6) 2018 stated the lead exhibited high capture threshold during clinic follow up. The lead was capped and replaced during normal device change out procedure.